Manufacturer narrative:
Failure analysis revealed that insulin pump passed the displacement test and self test. The device was monitored for twenty four hours and no unexpected error alarm noted. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received several error alarms on the insulin pump. Self test was performed and passed. Customer's blood glucose reading at the time of the call was 151 mg/dl. No further information reported.